Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, distal advancement of the thumb advancer was not "smooth" and "felt like it was off tract." In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally and the safety release was activated to retract the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated it was partially deployed. The returned state is consistent with the use of the safety release to retract the locator wings for device removal, as reported. Internal examination detected flex guide shaft carving that originated at the proximal-end and continued distally the entire duration of thumb advancer and clip delivery tubeset deployment. The carving of the flex-guide shaft also damaged the exchange sheath and the leaves of the garage tube. This type of damage to the flex-guide is consistent with a failure to maintain the alignment of the clip delivery components while the thumb advancer and clip delivery tubeset are distally deployed. This may result in the distal end of the clip delivery tubeset carving into the outer nylon material of the flex-guide, and in this case carving into the exchange sheath, which in the process damaged the clip delivery tubeset. Based on the investigation findings, the probable root cause for the detected flex-guide shaft carving is related to the operational context in which the device was deployed. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.